Event description:
It was reported that the patient saw their managing health care provider (hcp) for programming adjustments because, the patient had not had good therapeutic effect for 3 months. The patient was on program 1 with stimulation around 8.0v and after going to their hcp last week they were on program 1 at 5.1v. It was noted that the patient had no improvement since their appointment with their managing hcp and had a follow-up in 3 days. Additional information received reported that the cause of the event was that the patient¿s device had gotten turned off and the event was attributed to other. It felt like the patient had gone through some screening device and it had gotten turned off. It was noted that the patient had not contacted the office of difficulty with the device. An intervention of reprogramming occurred on (B)(6). It was reported that the machine was turned back on and reprogrammed and the patient came back in 2 weeks and had marked improvement. The hcp was contacted by the manufacturer representative to help with any other problems. It was noted that the patient did not require hospitalization due to the event.

Manufacturer narrative:
Product ID 3889-28, lot# va0d0eb, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient; (B)(4).